Manufacturer narrative:
PMA/510(k): k042568, k994155. The device in question has been returned to boston scientific for technical analysis. However, the investigation is still pending. Therefore, the cause of the event remains unknown at this time. Once the investigation has been completed, a supplemental report will follow.

Event description:
It was reported during an embolization procedure, five coils were deployed into the aneurysm but were reportedly compartmentalizing in one area. The physician exchanged an excelsior 1018 90 degree microcatheter with the excelsior sl10 pre-shaped j catheter [subject device]. Upon insertion into the guiding catheter, resistance was felt at the three way stopcock even though the stop-cock had been fully opened. The transend ex guidewire was advanced through the catheter, and the physician attempted to further advance the catheter itself without result. The catheter was then reportedly "pushed by force". A fracture was noted 5mm from the distal tip. The system was then removed from the patient's body and the procedure ended. When the guiding catheter was flushed outside of the patient, the fractured distal tip was flushed out. There were no reported device related consequences to the patient.